Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no telemetry when attempting to interrogate the implantable cardioverter defibrillator (ICD). It appears the battery was depleted. It was noted that the patient had heard tones. Detections had been turned off some time ago. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.